Event description:
(B)(4).

Event description:
It was reported that during the implant attempt, the helix of the lead would not extend after more than twenty rotations. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the inner insulation was kinked buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head) and the lead was stretched. Visual analysis noted that the lead was damaged at implant and the helix extended and retracted within specifications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.